Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on the presenting electrogram. Boston scientific technical services consultant (ts) discussed that undersensing can cause the device to classify a qrs as a premature ventricular contraction (pvc). The ra sensitivity is fixed at 0.75 millivolts, with ra wave amplitudes measuring 0.7 to 4.3 millivolts. At this time, this ra lead remains in service. No adverse patient effects were reported.